Event description:
It was reported to philips that geometry controller failure prevented arc and table movement on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced scc1, power board, ipc adapter, and reloaded software, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).